Event description:
It was reported that the insulin pump was dropped on the tile accidentally and cracks on the reservoir compartment noted. Troubleshooting was performed, and the drive support cap was loose and sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with cracked end cap, missing end cap sticker, cracked reservoir tube, cracked battery tube threads and scratched lcd window. Drive support disk was inspected and no anomaly was noted.